Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis. The customer stated that prior to the event, he had been playing golf and that he later complained of nausea. Programming was correct. Troubleshooting was performed and the insulin passed the fixed prime test. Nothing further was reported.